Event description:
While removing a drill pin, one inch of the distal pin broke off in the pt's distal-lateral condyle. The broken tip was left in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.